Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain. The surgeon took out head and liner and replaced with biolox ceramic head and fmp size 36 liner with e-plus.